Event description:
This ra lead was implanted on (B)(6) 2015, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that this lead exhibited atrial pacing lead impedance out of range on (B)(6) 2016. Believe the could be lead fracture or less probably connection issue. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).